Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a seizure, and the pump hit another object causing the touchscreen to become cracked. Reportedly, the customer had a seizure due to a pre-existing medical condition and it was not related to the pump or diabetes. Customer stated that the pump is still functional. Customer had elevated blood glucose levels (422 mg/dl) and ketone levels were 0.5. In was indicated that the customer is using a back up pump to stabilize blood glucose levels and for continued insulin therapy.